Manufacturer narrative:
Device not returning.

Event description:
It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was reported that pullback could not be performed. No patient complications were reported and patient's status is good.